Event description:
Clinical study. It was reported that 5 months after a coronary drug eluting stenting treatment procedure, the pt expired.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox lad with 90% stenosis and a 3.8 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 24 mm taxus stent. Residual stenosis was 0% following post-dilatation. Ptca was then performed of the distal lcx and 1st ob marg. Post catheterization, the pt had some bradycardia with atrial fibrillation presumed secondary to the effects of medications. The pt also had low oxygen levels with underlying pulmonary disease and chf per chest x-ray. The pt was placed on natrecor with diuresis and breathing improved. The pt was discharged in a week on plavix and asa. The pt presented to the ER in about 5 months following a syncopal episode (fall and loss of consciousness for 2-3 minutes at local supermarket). In the e.r. The pt noted weakness and headache. EKG showed 1st degree av block, normal st and t waves and normal sinus rhythm which was new compared with previous EKG. The pt "deteriorated" in the ER and became unconscious. The pt was intubated. CT scan showed a right subdural hematoma, and the pt underwent emergent right parietal craniotomy with evacuation of acute subdural hematoma and placement of subdural drains. Intraoperative complications included acute brain swelling. The pt's pulmonary edema was not improving, brain swelling was uncontrollable and the pt remained unresponsive on the next day. Dnr was initiated per family and the pt was extubated. The pt expired the same day. Death certificate notes acute subdural hematoma as the immediate cause of death. There was no autopsy performed. Causality: target vessel involved: no.